Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device plm716 batch number, and no non-conformance's were identified. The following information was requested, but unavailable: how the procedure was complete? No further information is available. Please provide procedure name and date no further information is available. Investigation summary: one open sample of product code sxpp1a301, lot plm716 was received for analysis. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and one side of the fixation tab was broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. Prior to use, it was found that the suture did not have a half of the fixation tab. There were no adverse consequences to the patient. Upon evaluation of the returned device, one side of the fixation tab was broken. No additional information was provided.